Event description:
It was reported that, prior to a photo selective vaporization of the prostate procedure, the console did not recognize the fiber. A second fiber was attempted but it was not recognized either. Rebooting the console did not resolve the issue. A third fiber with a different lot number was opened but the same issue occurred. The procedure was cancelled after the patient was sedated under general anesthesia. There were no patient complications. This event is being reported for a cancelled procedure with the patient under general anesthesia.

Event description:
It was reported that prior a photoselective vaporization of the prostate procedure, the console did not recognize the fiber. Therefore, a second fiber was opened but it was not recognized either. The console was shut down and rebooted, but the issue was not resolved. A third fiber with a different lot number was opened but the same issue occurred. The procedure was cancelled after the patient was sedated under general anesthesia. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; however, the console was field serviced and inspection confirmed the console would not recognize the fiber. The foot switch and the miniature circuit breaker (mcb) were replaced and the issue was fixed. The problem was fixed and the console passed functional and electrical safety testing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.